Event description:
A report was received that the patient scs was not working. Ipg replacement has been recommended.

Manufacturer narrative:
(B)(4) 2012, additional suspect medical device components involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm model #: sc-4316 lot #: 14304850 description: clik anchor.

Event description:
A report was received that the patient scs was not working. Ipg replacement has been recommended.

Manufacturer narrative:
Additional information was received that the patient will not undergo an ipg replacement procedure. The bsn sales representative was able to get the patient's ipg to be fully charged.